Manufacturer narrative:
Concomitant product(s): a 1000ml baxter bag ndc (B)(4) lot number y254839, exp jun 19 0.9% sodium chloride. The concomitant administration set has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the (B)(6) which states, "IV tubing placed on an alaris pump bolused one liter of fluid, when it was set to run at 100 ml/hr." The customer reported that the unspecified fluids infused within 1 hr. There was no patient harm reported.

Manufacturer narrative:
After further review it was determined that that the disposable set is the suspect. Please reference manufacturer report number 9616066-2018-00433 for MDR reporting.